Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulsed field ablation procedure to treat atrial fibrillation exhibited a leak. The method of irrigation for the sheath was via a pump with a flow rate of two to four ml per minute. During the procedure it was noted that the hemostatic valve of the sheath was leaking and bleeding back a mix of blood and saline. No air was seen in the sheath nor in the patient. The reported leak was identified while pre-mapping with the faradrive sheath using a non-boston scientific mapping catheter. The leak was classified as a slow drip. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be return for analysis as it was disposed.